Event description:
During a surgical procedure, a hand shaver was being used; an unusual noise was heard and a piece of the blade came off. At the time that the piece flew off, the shaver was not inside the patient's body.